Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia also insulin pump received critical pump error alarm. The customer blood glucose level was 25.2 mmol/l. The customer stated that they received open book image on insulin pump display. Customer declined to troubleshoot for the high blood glucose value. The insulin pump will returned for analysis.